Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels between 233-480 mg/dl with ketone level identified by healthcare provider as being dangerous. Cause of elevated bg was unknown. Customer changed supplies and went to the emergency room (ER) and an insulin drip was administered. Customer was subsequently admitted to the intensive care unit. At the time of the report, customer stated that they would be discharged on (B)(6) 2019; however, customer did not respond to follow up attempts.